Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, air water cylinder had foreign objects, and air water tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of no image and image noise: due to damage on charged couple device unit, a noise image occurs, and no image is displayed. Based on the results of the investigation, it is likely the following led to the malfunction of foreign material: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no image issue during reprocessing. There was no patient involvement.